Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18805. Related manufacturer reference number: 1627487-2021-18807. It was reported that the system was not working and not providing therapy for over a year. Leads were also showing high impedances prior to the procedure and as such surgical intervention took place wherein the entire system was explanted and replaced. Reportedly effective therapy was restored.